Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mpbbmdq0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by ¿the needle of vicryl suture broke out just before the first knot¿. Did the suture detach from the needle? Or did the suture break? Or did the needle break?

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2019 and suture was used. During the procedure, the needle of the suture broke out just before the first knot. Anther like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). It was received for analysis an empty opened folder and a detached needle of product code w3110, lot mpbbmdq0. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected, marks were observed on the edge of the needle that appears to be by the use of a surgical instrument, this condition causes the needle pull off. The suture was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance pull off - suture needle is an improper handling. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested and the following was obtained: please clarify what is meant by ¿the needle of vicryl suture broke out just before the first knot¿. Did the suture detach from the needle? Or did the suture break? Or did the needle break? It means, that the suture detached from the needle.